Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after cannulation of the vessel, the subcutaneous tissue tract was enlarged down to the vessel by making a small skin nick and spreading open the subcutaneous tissue. Although during thumb advancer/exchange sheath splitting resistance was felt, deployment was completed, but the expected click was not heard. The thumb advancer could not be pulled back and the device became stuck. The device was removed by applying counter-traction with an assertive pull. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was reported that the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event- the customer reported the date of the event occurred two weeks before reporting the product experience. The other two proglide devices are being filed under a separate medwatch manufacturer report numbers. (B)(4): it was reported that thumb advancer/exchange sheath splitting was completed against resistance. It should be noted that the starclose se instructions for use (IFU) state to keep the shaft of the device straight while advancing the thumb advancer. Do not advance the thumb advancer against excessive force. If excessive force is experienced while advancing the thumb advancer, it may potentially cause a problem with the collapse of the vessel locator wings. If excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device. In addition, it was reported that a femoral angiogram was not performed prior to device use. The IFU states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion,) tortuosity or presence of arterial wall dissection. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the IFU.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance encountered during thumb advancer deployment and exchange sheath splitting was confirmed as indicated by a proximally displaced garage tube. The displaced garage tube block prevented the distal deployment of the pusher block/tube and clip deployment from the device with a corresponding inability of the vessel locator wings to retract, which accounts for the lack of the expected click and the difficulty encountered removing the device. Additionally, the displaced garage block would have created a condition of resistance during distal thumb advancer deployment and retraction as reported. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that although resistance was felt during thumb advancer/exchange sheath splitting, deployment was completed. The starclose se instructions for use states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Reportedly, a small nick and spread incision had been performed, but the size of the nick and spread could not be confirmed. The starclose se device instructions for use states that it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures. Reportedly, the operator did not perform a femoral angiogram prior the closure procedure. The starclose se device instructions for use also states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.